Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation under the therapy electrodes of the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed bepanthen for the skin irritation. Follow up with the patient indicated that the patient's skin irritation improved.